Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit was harvesting thin, unusable grafts. It was unknown if there was any patient impact or surgical delay. Due diligence is in progress, there is no additional information provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a3, b4, b5, d1, d2, d4, d10, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit was harvesting thin, unusable grafts. An additional unplanned skin graft was needed in order to complete the surgery. There was a surgical delay of an unknown amount due to malfunction of dermatome. The patient was under anesthesia during this time. Another device was not used to complete surgery. There were no sutures required. The patient had two donor sites on her thigh instead of one, and the skin graft harvested was of very poor quality and completely shredded. As a result, she experienced poor graft take and now has a thigh wound that will take significantly longer to heal. Accelerating this healing will likely require another operation under general anesthetic, which she is currently considering. Due diligence is complete; there is no additional information provided.